Manufacturer narrative:
Other relevant device(s) are: product ID: 3389-40, serial/lot #: (B)(4), ubd: 17-jun-2019, UDI#: (B)(4); product ID: 3389-40, serial/lot #: (B)(4), ubd: 16-jun-2019, UDI#: (B)(4); product ID: 3708660, serial/lot #: (B)(4), ubd: 01-jun-2019, UDI#: (B)(4); product ID: 3708660, serial/lot #: (B)(4), ubd: 01-jun-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported the patient had an infection of the brain leads and the brain lead/extension connector. All the devices were explanted. No environmental/ external/patient factors were known to have led or contributed to the infection. No diagnostics/troubleshooting was performed. The issue was resolved at the time of the report. No further complications were reported as a result of this event.